Manufacturer narrative:
Report type: adverse event. Type of reportable event: serious injury.

Manufacturer narrative:
The device was used for treatment. The cable in question was returned for analysis. Upon evaluation, the returned cables appear to be intact. While checking the resistance of each connector it was found that there was no connection between the black connector and female mdt connector. After removing strain relief it was found that the solder joint completely detached from the inside of the pin due to insufficient soldering. A corrective and preventive action has been opened to address this issue.

Event description:
The customer reported there was over-sensing and over pacing when the tpm lead was inserted in the patient and connected to the external pulse generator (epg). Later there was undersensing of the qrs and pacing on t-wave, causing the patient to go into life threatening ventricular arrhythmia. The patient required cardioversion. Due to the problems reported, the center check the cables and identified two of the cables were problematic. During troubleshooting, the customer found that when the cable was moved after switching on the epg the sensing light flickerd even without external connection. The epg seemed to be functioning properly until the cables were moved. No further patient complications have been reported as a result of this event.